Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapy. Patient has experienced a loss or change of therapy. No therapeutic effect since implants. No trauma/falls reported that could be related to this issue. Reviewed increasing amplitude. The patient doesn't feel stimulation in the correct area. Consider changing programs and increasing amplitude. Caller reviewed going through all programming and working with hcp (healthcare provider office) to change programming. The patient was also taking 2 medications which were mybertig and another one at night. Patient was going to the bathroom every 20 minutes. During the trial, the patient was going to the bathroom 4 times/12 hours. Symptoms reported were urinating every 20 minutes. Location of symptoms reported at bladder. Symptoms were noted since implant. The first ins (stimulator) never gave therapeutic effect since (B)(6) 2014. The second ins which the patient had two now and both implants were not providing therapeutic effect since (B)(6) 2014. The patient was redirect to hcp to re-schedule representative appointment. Additional information received from the healthcare provider (hcp) reported that multiple reprogramming sessions were done to troubleshoot the lack of effect with the first implant. Due to the lack of effect with the first implant, a second implant was placed. Additional information received reports patient had experienced a loss or change of therapy. Patient was having problems with the neurostimulator not working. The patient has two active neurostimulator implanted and reports that the patient currently had both of them turned off because she was peeing a lot less with them off than with them turned on. The patient peeing had been cut in half. The patient has had problems with this since day one which was the reason the patient ended up getting a 2nd neurostimulator system implanted. They went in several times to meet with someoneand then met with manufacturer representative. The manufacturer representative identified each "zone" and did some programming and put each neurostimulator on program 1. The patient had good therapeutic success. The patient then had a nuclear test done and it "zapped" the neurostimulator and put them back to factory default. They met with another manufacturer representative who put the patient on program 3 and the caller ended up changing it back to program 1. Then they later met with previous manufacturer representative again who changed them to program 2. Event date for no therapeutic effect after 1st implant was (B)(6) 2014. Event date for problems occurring after nuclear test was (B)(6) 2015. Compatibility guidelines were requested for CT scan and MRI. The procedure was not due to a problem with the manufacturer devi ce or therapy. The MRI was to be of the foot/ankle. The symptoms reported were not related to the manufacturer device or therapy. The patient were diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.